Event description:
Infant was using a cooling blanket. During the rewarming process the cooling blanket was found to be leaking water. Manufacturer response for cooling blanket, curewrap (per site reporter) no response to date.